Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26986 follow up information identified the patient underwent surgical intervention to remove the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2 :reference MFR. Report: 1627487-2014-26986.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26986.

Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26986. It was reported the patient is no longer receiving effective stimulation. X-rays were taken and showed no anomalies. Reprogramming was unable to resolve the issue. Lead diagnostics showed invalid impedances. The patient would like to have the scs system explanted. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.